Manufacturer narrative:
It was reported that the pressure readings were not correct, therefore the cardiohelp was exchanged during treatment. No harm to patient was reported. A getinge service technician investigated the unit. The sensor panel was exchanged. A similar issue was already investigated by getinge life cycle engineering. After visual inspection of the choke, lce detected a striking place. They unsoldered the choke and detected that two wires are damaged. That's the reason why the component failed. The failure of the pressure sensor was caused by mechanical damage of the current compensated choke l53. Based on the results the reported failure " pressure readings were not correct" could be confirmed. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the pressure readings were not correct during treatment. The cardiohelp was exchanged during treatment. No harm to patient was reported. Onetrack complaint # (B)(4).